Manufacturer narrative:
(B)(4). Sample requested is available but not yet received. If additional relevant information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary:one sample was received for evaluation. Visual inspection was performed and no floating objects were observed in the liquid. The bag was emptied into a basin for further inspection and no foreign objects were found. The reported condition was not confirmed. The root cause could not be determined.additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
It was reported that a small floating object was found in the solution after a triple chamber bag was activated. It is not specified when the event occurred. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.